Event description:
It was reported that on (B)(6) 2013 low ventricular lead impedance was noted in the unipolar configuration and the patient was programmed to bipolar. On (B)(6) 2013 the patient presented in the emergency room with dizziness and lightheadedness. A surface EKG revealed an asystole event with pacing spikes. The lead was capped and replaced on (B)(6) 2013.